Event description:
It was reported via repair work order that the foot left siderail was unable to be latched due to a damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.